Event description:
Boston scientific received information that during a routine change out, the header of this implantable cardioverter defibrillator (ICD) became detached from the can. There were no device anomalies noted prior to the explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed a separated header. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.